Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings:during investigation, the pump booted to the verify screen with a dim discolored display. A test screen was inserted and was found to function properly. Unrelated to the complaint, the audio bolus button was found to be torn across the button cover; the bolus button still responded properly. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).